Manufacturer narrative:
The initial MDR 1226181-2016-00324 was filed on june 14, 2016. Additional information (07/15/2016): the customer performed subsequent calibrations and observed quality controls, which were within range. The cause of falsely depressed ca result on one patient sample was related to calibrator hydration. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse measured the reagent probe 1 ultrasonic voltage in air/water, which was within acceptable range. The siemens customer care center (ccc) followed up with the customer. Ccc obtained filter data by remote access, which indicated calibrations were over and under recovering. Ccc inquired the customer about the pipettes used. The customer is using 2 ml "mla" pipettes calibrated annually. Ccc dispatched a siemens technical application specialist (tas) to perform calibration using their pipettes and check recovery. The tas made a new calibrator and ran it five times each and three runs as patients. All results were within specifications. Tas returned to the customer site and performed a calibration using a siemens pipette. Tas ran precision testing, and all results were within range. Tas ran a well precision study using five patient samples, and results were comparable between wells. A siemens headquarter support center (hsc) reviewed the instrument data. Prior to the tas visit there was a negative bias to the calibrator bottle values. After the instrument was recalibrated, quality controls are now on the peer mean. Hsc concludes the cause was due to a calibrator reconstitution. The customer indicated that the routine outpatient ca samples were still running low. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.